Event description:
A malfunction alarm with the code "malf 0" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the issue, and was advised to continue using the pump while being instructed to call back if the malfunction code reappears.